Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt said they feel like their settings weren't working as well as they were before. Pt said they have adjusted the stimulation up and down and that did not resolve the issue. Pt mentioned that when they switched to group b, they didn't feel any stimulation. Pt said they increase the stimulation really high in group b and still didn't feel the stimulation. Pt was looking for rep to meet at their appointment on the 20th of july at 9am.